Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated they were trying to change the pump when alarm occurred. Customer's blood glucose was unknown. Customer stated the drive support cap was sticking out. Advised customer the insulin pump will need to be replaced. Customer declined to return insulin pump.